Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced communication issues with their ipg following a revision surgery. It was reported that the patient underwent revision surgery (related manufacturer reference number: 3006705815-2019-02855). During the revision, the physician used cautery while the ipg was not in surgery mode. Following the surgery there were communication issues with the ipg. A field representative was able to meet with the patient and troubleshoot the ipg. Communication was restored to the ipg.

Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.